Event description:
Reported 5 false positive sars results for a symptomatic patient. The patient was positive for 5 days in a row on sofia sars ag and negative on pcr (nasal swab). This report is to indicate one of the false positive instances, and additional reports will be filed for the other instances (4 of 5).

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.